Event description:
It was reported that the patient's system controller was replaced due to a tear in the outer insulation of the white power lead following log file download. Log files were submitted for review and captured routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) having a damaged white power cable was unable to be confirmed. The controller was not returned for analysis. The submitted log files showed the controller operating as intended. Provided information indicated that the system controller was exchanged. The root cause of the power cable damage was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.